Event description:
It was reported that patient presented in clinic with low output current. Impedance and battery status were normal. Patient is noted to have no perception of stimulation when increasing output current. At later visit it was noted that the output current was programmed lower and the low output error was seen on system diagnostics, and then the output was increased back up and no error was seen. It was then lowered back done and low output was seen again, and was then increased back up and still seen. It was also noted at one point a low current message was received upon interrogation, and system diagnostic would not complete after the initial interrogation. Impedance remains normal after follow clinic visit. No additional or relevant information has been received to date.

Event description:
It was reported that the device had become operational again.

Event description:
After review of available tablet data, it was revealed that the cause of the low out put current was due to a reed switch malfunction. The reed switch was seen to be stuck in a closed position. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.